Event description:
It was reported that 216 days after a carotid artery stenting procedure, the patient required a target vessel reintervention (tvr). The lesion being treated in the index procedure was located in the right internal carotid artery. The physician implanted the stent, a follow up procedure was done to see how the flow was and the doppler showed disturbed flow. The patient was scheduled for surgery. They discovered the proximal portion of the nexstent was not opened all the way. A non bsc stent was implanted to treat the patient. The patient's condition is reported as good. Additional information has been requested.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore ,a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.